Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated that there was moisture behind the display and that they had been using more batteries from different packs more frequently than usual. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Pump has been returned and evaluated by product analysis on 10/17/2014 as follows: the pump powered on with the returned battery cap that was able to be fully tightened. The battery compartment was observed to have cracks below the grip pad. A power loss was not observed. There was evidence of a voltage drop and multiple alarms which indicated post delivery motor power supply faults observed in the black box on (B)(6) 2014. The current draws were within specifications. The pump case was observed to be cracked in the upper and lower right hand corners of the display area. A leak test showed a leak at a crack in the pump case. The pump case was removed and there was evidence of moisture contamination observed inside the pump in the area near the motor regulator. Unrelated to the initial complaint, the display was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.